Event description:
This ra lead was implanted on (B)(6)2010. A call to technical services on 05/10/2011 states that the atrial lead impedance is > 2000. Able to reproduce noise. Rep needs to be able to discuss with the md the atrial tachy discriminators for rid. Patient does not pace, programmed vvi for brady. Ts discussed this device used v>a and afrt. Discussed how to program atrial tachyarrythmia discriminators off and the vtc is available pre shock, stability changes to 30msec post shock. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).